Manufacturer narrative:
Returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 8.5cm from the hub. The guidewire lumen is kinked 1mm and 15mm from the tip. Microscopic examination revealed that the tip is damaged. There is a longitudinal tear in the balloon 9mm from the tip and approximately 5mm long. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 21-feb-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28x3mm, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The lesion contained between a 45 and 95 degree bend. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon longitudinal tear.